Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl in (B)(6) 2011. The customer stated that the infusion set was changed before bedtime, and she woke up with high glucose. The customer stated that she was treated for high sugar and urinary track infection. The customer believes that her infusion set was not inserted into her skin and did not check her glucose level. The customer declined to troubleshoot as the insulin pump had a button error alarm. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.